Manufacturer narrative:
The involved device has not been returned to the manufacturing facility for evaluation. Testings have been performed on the actual device, however, no failure detected. The production lot number was not provided by the user facility, device history record for this lot was reviewed. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
After placement and inflation of a vasc band, staff noted pulsatile blood flow and a ballooning of the patient's skin. The patient developed a large hematoma, and a hemoband and manual compression were used to stop the blood flow.